Manufacturer narrative:
Date of report: 06may2021. There was no patient involvement.

Event description:
It was reported that the ventilator would not run. There was no patient involvement. The authorized service provider (asp) confirmed that the reported problem was a machine zeroing failure. After restarting the device and reconnecting the data acquisition (da) board, the issue was not resolved. The asp replaced the da board, and the issue was resolved.